Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Section g8: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-202x-xxxxx. The MFR number should have been fei-based with the 10-digit fei being (B)(4). Manufacturer's investigation conclusion: the returned centrimag console, serial number (B)(6), was evaluated due to the reported event of an s3: system fault alarm. The console was functionally tested at the service depot and was found to perform as intended throughout all testing; then, the console was returned to the customer site after passing all tests per procedure. The cause of the event was isolated to an issue with the returned centrimag motor (evaluated separately) and has been addressed via the motor¿s investigation. The root cause of the reported event was not correlated to an issue with the console. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was an s3 alarm on the console during a quarterly training. The console was powered on and off and the issue did not resolve. The motor was disconnected and reconnected, and the s3 alarm still did not resolve. The motor was exchanged and the alarm resolved. It was said that the motor and the console would return for further evaluation.